Manufacturer narrative:
Siemens healthcare diagnostics has concluded its investigation of a false non-reactive (negative) advia centaur xpt sars-cov-2 total (cov2t) lot 003 result. Siemens found no issues with the system. Siemens reviewed the sample handling information provided. Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the false positive result, siemens cannot rule out pre-analytical factors or sample specific issue. The limitations section of the instructions for use states: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "A nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (preseroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." A false negative/nonreactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). The advia centaur xpt sars-cov-2 total (cov2t) lot 003 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required.

Event description:
A customer obtained a non-reactive (negative) advia centaur xpt sars-cov-2 total (cov2t) result on a patient sample that was considered discordant when compared to the reactive (positive) repeat results. There are no known reports of patient intervention or adverse health consequences due to the discordant non-reactive (negative) cov2t result.